Event description:
It was reported the patient underwent a mobile disc replacement at c4/c5. Subsequently, the patient underwent a revision procedure due to anterior subsidence of the implant. The implant was removed and replaced with a fusion construct. There was no additional patient impacts reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for the failure of plate migration post-op, resulting in fracture of the poly insert. Medical records in the form of x-rays were provided for evaluation. Potential root cause: a definitive root cause cannot be determined with the information provided. The complaint description states that "when the mobi-c device was installed, it was installed one level above a previous acdf construct." Per the mobi-c 1-level IFU, this is not recommended and it may have contributed to this failure. The inspection report stated that the poly core fracture is consistent with contact with the superior endplate and/or inferior endplate tab, so endplate impingement on the poly insert may have also contributed to this failure. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. No corrective or preventive actions are recommended. There are no product holds related to recalls for this item number. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient underwent a mobile disc replacement at c4/c5. Subsequently, the patient underwent a revision procedure due to anterior subsidence of the implant. The implant was removed and replaced with a fusion construct. There was no additional patient impacts reported.